Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, fold creases. A microscopic analysis was performed which identified; broken shell with striated edge on anterior, posterior and radius side assessed as surgical damage, a linear striated opening on radius side assessed as surgical damage, broken shell with sharp edge on patch bond edge assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage; broken shell with sharp edge assessed as unidentified(tear) opening ; a striated opening assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.